Manufacturer narrative:
Operator of device is unknown, no information provided to date. UDI number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an intermittent alarm and leak. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One device was received in good condition, no physical damage found. Filled water tank, plugged line cord into outlet, attached temp check and let unit come up to 41.9 degrees. When the disposable was attached there was an intermittent alarm but there was no water leak. A root cause was determined to be a faulty microswitch. A device history record (DHR) review showed the device passed all functional tests including interlock switch check and no discrepancies, or failures were identified during manufacturing. Replaced the microswitch, front cover and global display label. Performed preventative maintenance (pm).